Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was displaying an e6 error code (overheat warning) and was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor and flex circuit were worn out, the cutter did not rotate and an e2 error was displayed. It was further determined that the device failed pretest for safety assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device was displaying an e6 error code (overheat warning) and was overheating. It was reported that the procedure was cancelled due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.